Event description:
It was reported to philips healthcare that the "plates" needed to be replaced. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.